Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation the right ventricular lead exhibited loss of capture non-sustained oversensing events. Further review revealed that the lead exhibited loss of capture, high impedance, and high capture thresholds. The device was reprogrammed. Patient was stable.